Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number?. Could you please clarify if this event is reported a broken needle or detached needle?. Was the needle piece(s) retrieved during the same procedure?. Were x-rays taken to locate the needle piece(s)?. What measures were taken to retrieve the needle?. Does a piece of the needle remain in the patient¿s tissue?. If yes, are any plans in place to remove the needle piece in future?. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lvad procedure on (B)(6)2022 and suture was used. During the procedure the needle popped off in the patient's rib. No adverse patient consequences were reported. Additional information was requested